Event description:
Customer reported that the suture broke two times during the procedure. The first time the suture broke in the middle. The second time the suture broke near the swage point. There are no reported adverse consequences to the pt related to this event.